Manufacturer narrative:
Explant date: if explanted; give date: not applicable; at this time the lens remains implanted. Attempts have been made to obtain additional information with the health care provider; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient contacted johnson and johnson vision to report her experience with the symfony intraocular lens implant. Reportedly, the doctor told the patient that there was a wrinkle the intraocular lens. The lens was implanted in the patient's right eye, (od). The date of surgery was on (B)(6) 2018. The doctor advised the patient he could perform a yag, ytrium aluminum garnet laser treatment; however, no date was indicated for the treatment. Per additional follow-up with the patient, she now reports seeing a line in the middle of her field of vision. There was no blurriness nor any other issues reported. The patient additionally commented that this issue has not significantly affected her abilities to complete activities of daily life. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.